Event description:
It was reported that this right ventricular lead exhibited varying pacing impedance measurement, from low out of range to high out of range. Additionally, noise and oversensing were also observed. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).